Event description:
Reportedly, during testing, when the ventilator was powered on, a white screen was displayed. The single board computer (sbc) was replaced and the issue was resolved. The device was not on a patient when this event occurred.

Manufacturer narrative:
(B)(4).